Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since (brain) tissue samples were taken in a different location than desired, with the brainlab device involved, although: - there is no indication of a systematic error or malfunction of the brainlab device - corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. - according to the hospital, there was no negative clinical effect to the patient and the surgery was completed successfully as intended. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the determined shift is that during the initial registration the software did not find a match to the actual patient anatomy that was as accurate as desired for this specific surgery, due to: - less than ideal, not distinctive enough anatomical landmarks were used for registration of patient anatomy to navigation. Also, the resulting shift between virtual display of patient data and actual patient anatomy was not detected during the required accuracy verification performed by the user, as the registration was - as suggested by the user - approved prematurely. There is no indication of a malfunction or systematic error of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: - inform this hospital about the investigation results, - offer an additional training to users at this hospital.

Event description:
An open craniotomy to remove a 2 cm lesion (in the left occipital area) was planned to be performed with the aid of the virtual display by the brainlab navigation. During the procedure, the surgeon: - performed initial registration of the patient (matching of virtual display of patient image data and actual patient anatomy). - verified patient registration and accepted the result. - performed craniotomy whereby two tissue samples were taken where navigation indicated tumor location. - realized that the samples were not taken in the location as intended (as pathology informed that tissue was no tumor). - verified patient registration again by comparing visible vasculature of the patient to the location of vessels displayed by navigation and found a deviation of 15-20 mm. - performed a new registration of the patient intra-operatively with statistically good precision. - verified patient registration and accepted the result. - located tumor successfully (with the aid of navigation), resected lesion and took another tissue sample (pathology confirmed tumor tissue). According to the hospital there are no negative clinical effects for the patient due to this issue and the surgery was completed successfully as intended. (The initial two tissue samples were taken from a location intended to be resected in this craniotomy as well.)